Event description:
The patient called lifescan (lfs) in 05 and alleged that their meter was set to the incorrect unit of measurement. The patient would normally read the results in mg/dl, but instead they were obtaining results in mmol/l.the patient was taken to the hospital (date unk); however, they had eaten prior to going to the hospital. At the hospital, they were given oxygen, their heart was checked, and given a physical exam. They obtained a blood glucose and urine sample as well; their blood glucose was 111 mg/dl. No other treatment was reported. A replacement meter has been sent to the patient. The patient stated that the meter was previously set to the correct unit of measurement and that they had not made any changes in the settings mode. This complaint is being reported as a malfunction because there is evidence of a meter malfunction (the patient does not recall entering the set up mode to make any changes) and there is no evidence of the meter contributing to a serious injury (the result obtained on the hospital meter does not reflect a serious injury and the treatment received was not diabetes related).